Manufacturer narrative:
The reported event of unacceptable threshold was not confirmed. As received, a complete lead was returned in one piece. Electrical testing of the lead found no indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the right ventricular (rv) lead exhibited a high threshold, and the patient was dependent. The rv lead was extracted and replaced. The patient was stable before, during, and after the procedure.